Event description:
Customer reported his blood glucose elevated to 292 mg/dl, and he noticed insulin had leaked into the cartridge compartment of the infusion device. The leak appeared to be where the infusion tube connected with the cartridge. The customer was able to change the accessories and bolus to treat hyperglycemia. The cartridge, adapter, and infusion tube were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.